Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device was put through extensive testing including full functionality testing and multiple shocks at various joule settings without duplicating the report. Review of the log shows that all shocks delivered were within specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.